Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was obtained, revealing that the patient's symptoms resolved.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000160363.

Event description:
It was reported that following an implant procedure on (B)(6) 2024, the patient experienced weakness and numbness in the right arm during recovery. As a result, the leads were explanted via surgical intervention on the same day (B)(6) 2024]. It is unknown which lead caused/contributed to this event.